Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the issue and replaced universal surgical manipulator (usm) 4 and this resolved the issue. After replacement, the system was retested and verified as ready for use. Intuitive surgical, inc. (Isi) received the replaced usm arm involved with this complaint and completed the device evaluation. Review of the system logs confirmed error codes 32058, 32056 and 48100. During failure analysis, the usm arm was inspected and found fluid intrusion inside the carriage assembly. This confirms the reported event. The axes controller carriage pca was replaced to resolve the issue. The usm arm was retested and passed testing specification. Verification via system logs confirms the occurrence of a procedure on the reported event date of 07-jul-2022 matching the documented event details. The logs were reviewed/analyzed as part of the isi tse and isi fse's investigation. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: a usm was disabled after the start of the procedure and although the surgeon had completed the robotic portion of the procedure, the entire procedure was not complete at the time and there was an indication that the psc may be used again. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the customer contacted a technical support engineer (tse) and stated that the system encountered a non-recoverable fault 25118. The customer stated that they were done with the robotic portion of the case, but may use it again. The system was on and idle when the error occurred. The tse viewed system event logs and confirmed error 25118 as well as several 48100 errors pointing to universal surgical manipulator (usm) 4. The tse advised the customer that a power cycle would need to occur to try and clear the error. Therefore, the tse had the customer hard cycle and emergency power off (epo) the patient side cart (psc), but non-recoverable 32056 was present. The tse then had the customer hard cycle and epo the psc again for 90 seconds, but the error returned. The tse advised the customer that they can disable armnet usm4 and continue with 3 arms if the surgeon chose to. The customer stated that the surgeon would like to disable the usm arm. Therefore, the customer disabled the arm and the da vinci ready audible alert was heard. The tse advised the customer that if they chose to use the system again, they would have to manually target and table motion would not be available. The procedure was continued with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the issue was identified during procedure and the ports were placed. Troubleshooting was completed with dvstat. The system was functional upon power on and there were no system errors. The robotics coordinator noted that the system was not used again during the same procedure with a disabled arm. There was a procedure delay. There was no patient injury or harm. The robotics coordinator was unaware if the procedure was completed robotically.